Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band port removal and replacement that occurred on because of an alleged leak. The event was first noticed with a "barium swallow and confirmed at surgery." "Fill volumes decreased dramatically with discrepancy of approx 4 ml during the last 2 fills each being with in 2 weeks of each other confirming adjustment port leakage." The surgeon noted "leaks at base of port, at [illegible] cup seam."